Event description:
It was reported that the heater cooler in the device does not heat up properly and will suddenly stop and give an error icon on the display. The unit was restarted and it worked well, but the error icon appeared again after a period of time. This problem occurred several times. No reported patient effect. Reference:# (B)(4).

Manufacturer narrative:
Information was provided from the customer regarding repairs performed on 2 hcu 30 devices (including the hcu implicated in this investigation). A summary of the repairs performed are as follows: the water was replaced in both units resulting in the making of ice to work as required. Both units had a problem when warming up the patient. After opening and cleaning the 3-way valve the heating functioned as required. One unit had a broken display. Unfortunately there was no spare part in the shipment. However, a display kit, which was part of a shipment of components received, was used as replacement for the one hcu30 with the broken display. The display kit was suitable for a type 1 unit; whereas the unit needed for that hcu30 was a type 2-unit. However, the hcu30 display was deemed to working well. The reported issue of "device error icon on display" have been resolved by the replacement of the display units as described above. No further communication regarding the reported issue was received. (B)(4). This investigation is closed. This first follow-up report will also serve as the final report to this reported issue.

Event description:
(B)(4). The initial medwatch for this complaint was submitted on paper under MFR# 8010762-2015-00064.

Manufacturer narrative:
A supplemental medwatch will be submitted when additional information becomes available.